Event description:
I had drawn blood from a pt using a butterfly needle. After removing the needle from the pt's arm, I engaged the sheath on to the needle. I laid the butterfly unit down and finished with the pt. As I reached to pick up the butterfly unit for disposal, I was stuck in the left thumb by the needle. Upon inspection of the unit, I discovered the needle was protruding from the slit in the sheath. I carefully pushed the needle back into the sheath, disposed of it, went to wash my thumb and report the incident.